Event description:
Port-a-cath placed (B)(6) 2011 was identified on CT on (B)(6) 2013 as having broken into two fragments with one fragment extending into the right atrium. Device fragments removed by an interventional cardiologist at outside institution on (B)(6) 2013.